Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and fatigue. The right atrial lead exhibited intermittent loss of sensing and capture anomalies. The lead was capped and replaced. The patient was in good condition post procedure.